Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
It was reported that size 3 actis broach broke of in the patient. The stud that the broach handle connects to broke.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that size 3 actis broach broke of in the patient. The stud that the broach handle connects to broke. The product was not returned to j&j medtech orthopaedics, however a photo was provided for review. See attachment pc-(B)(4) device photo ad 29 oct 2024. The photo investigation revealed that the post and the edges of the actis broach sz 3 shows signs of breakage. The potential cause can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled and impaction forces combined with handle not being fully secured onto the broach. Proper handling and adherence to the approved use of the device can diminish the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the actis broach sz 3 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. Was there a surgical delay? What is the duration of the delay? Yes, there was a surgery delay. It took the surgeon approximately 40 minutes to remove the broken broach from the pt. He ended up using a pair of vice grips and a slap hammer to remove the broach. B. Was there any adverse consequence/s that affected the patient because of the reported event? Not to my knowledge no. Once the broach was removed, we moved on with the case. No osteotomy was required for the broach removal. C. Were all pieces of the broken instrument retrieved from the patient? Yes, all broken pieces were accounted for before the patient was closed.